Event description:
A caller reported experiencing alarm 2 followed by alarm 26, indicating an occlusion event earlier in the day. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, the customer cleared the alarm and resumed insulin administration. Due to continued occlusions, the pump was replaced and the customer continued to use the pump while they await the replacement.